Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed to address the issue. A system check was performed and the occlusion was found to be within the infusion set tubing at the time of the report. The tubing was changed to address the event and insulin delivery was resumed. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 322 mg/dl.